Event description:
It was reported that the implantable cardiac defibrillator had a power on reset. The device was reprogrammed back to original parameters. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) for critical ram parity error, addr=0dd2, data=01 occurred on (B)(4) 2012 16:57:49. A patient alert for device circuit error occurred on (B)(4) 2012 16:57:49. Diagnostic information is consistent with reported event. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred. (B)(4) - the actual device was not received for evaluation. We did receive performance data (B)(4) - collected from the device and have analyzed the data. (B)(4) - power on reset - power on reset parameters (B)(4) 1 - por for critical ram parity error, addr=0dd2, data=01 on (B)(4) 2012 16:57:49. One (1) - patient alert for device circuit error on (B)(4) 2012 16:57:49.